Event description:
The biomedical center reported that the device had a 33 failure code. Information was not provided regarding whether or not the device was in use when the reported failure occurred. The hospital representative stated that there was no report of patient incident since the last baxter service event.